Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, and the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for lead fracture as evidenced by oversensing of noise that led to inappropriate therapy and elevated sensing integrity counter (sic) count. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.